Event description:
Reporter alleged that a neonate received the result of 28 mg/dl on the inform system compared back to back within 10 minutes of a result of 9 mg/dl obtained on a lab system. Reporter stated that the neonate was born about 1 hour and 15 minutes prior to the readings in a very fast delivery and was stunned. Reporter stated they had to give the baby oxygen to resuscitate. Reporter stated the baby was breast fed about an hour prior to the results and was given 13 cc of enfamil formula and 10% glucose water after the meter result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.